Event description:
It was reported that the bd intima-ii y 18gax1.16in prn ec slm npvc had leakage with power injector. The following information was provided by the initial reporter translated from chinese to english: (B)(6) 2024 radiology prepares to perform an enhanced CT on a patient and finds that the trocar is leaking blood when it is placed, immediately removes the trocar, explains the situation to the patient, and reinserts a new trocar.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#0003715): 1)this batch of products were assembled at intima ii auto line 4 in january 2020, and packaged at r240 package line in march 2020. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample is not received, the bleeding site and damage state cannot be confirmed, and the usage of the sample is unknown, so the root cause cannot be determined.

Event description:
Lot number 0003715 was initially provided.